Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level had been elevated and the basal rate setting had been adjusted to address the high bg level. No device issue was reported.